Event description:
The valve was implanted and patient did well for about a week or a week and a half and then became lethargic, was unable to eat, and was difficut to arouse. Surgery was performed and valve was found to be cracked.